Event description:
Procedure type: nephrectomy. According to the reporter: the balloon burst. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue damage occurred. Operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).